Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a repair of anterior cruciate ligament insertion tear procedure, the footprint ultra pk anchor broke when it was hammered in. The anchor was removed from inside the patient using tweezers. The procedure was resumed, with a delay greater than 30 min, placing a similar s+n back-up product into an additional bone hole. No further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (medical device problem code, component code, type of investigation & investigation findings). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal tip of the anchor has fractured at the eyelet. The tip was not returned. The proximal end of the anchor is also fractured. The retention suture and a white suture were returned with no visible defect. The distal tip of the insertion device is bent inside the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.